Event description:
While the surgeon was cutting a mandible plate, a piece of one of the blades came apart from the instrument. The piece was retrieved and discarded, and no further adverse circumstances were reported.

Manufacturer narrative:
Investigation in process but not yet complete.